Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was completed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported lot number. The device was returned with the handle in the open position and the basket formation partially opened. With the handle in open position, the basket formation will not fully expand. Visual exam notes no kinks or damage in the basket sheath. The handle was disassembled. Functional testing notes the basket formation can be manually actuated to fully open and fully closed positions. The support sheath and basket sheath are still adhered. The handle was reset and reassembled. Functional testing shows the handle now actuates the basket formation to fully open and closed positions. A review of the device history record found there were no non-conformances related to this complaint. A lot history search found no other complaints have been reported on this lot. The instructions for use (IFU), provides the following information related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a basket that would not fully open, causing the reported issue that the basket diameter was too small. It was also found the basket tip extension when the basket was closed was 2mm. The specification is for the tip to be retracted into the sheath 1 - 5mm. The basket subassembly was repositioned in the handle during the investigation and normal device function returned. No damage was found on the device, and the collet knob that holds the basket subassembly in place was found to be secure. The devices are inspected multiple times for proper functioning of the basket during manufacturing and quality control checks. Additionally, there is an inspection to measure the length and width of the basket during the quality control checks. The multiple checks during production make it unlikely the issue was caused by a manufacturing issue. The cause for the basket not opening fully could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was initially reported, during a ureteroscopic lithotripsy procedure, using a ncircle tipless stone extractor, the user found the diameter of the opened basket is smaller than it should be. The procedure was able to be completed with another same device. The patient is well. During the investigation, it was determined the basket is not opening fully.